Event description:
Healthcare professional reported patient was injected with 0.5ml of juvéderm® volift¿ with lidocaine in the upper lipsbilaterally. At the time of injection, hematoma appeared on the inner part of the labial mucosa on the right side, with a sensation of greater swelling on the same side. Later that same day, patient developed a slight discomfort that increased overtime. Hcp advised to take ibuprofen if needed. The following day, patient reported that they were in a lot of pain with the area very swollen and sores that had appeared on the inside of the mouth. Hcp noted a hypoperfused area on the right side of patient cheek with a marbled color, redness and a lot of pain. Hcp advised warm compress and ¿abundant massages and friction¿ on the affected area. Once hcp could see patient, they began arterial blockage protocol. Hcp diluted hyaluronidase pb serum (1500ui) with 5cc of saline solution and injected the first full 1cc syringe on the right upper lip and skin of the mouth, where signs of ischemia were observed. Hcp waited for an hour massaging the area with warm cloths. An hour after the first syringe, hcp injected another 0.7 cc of hyaluronidase again in the same area, massaged and applied warm cloths. Hcp also prescribed tadalafil 20mg 1 a day for 4 days and asa prevent 365 every 12hrs. The following day, patient reported less pain but the area continued to have a marbled coloration with signs of inflammation. Hcp performed a capillary refill and it took two seconds to perfuse the area. Hcp then inject again with hyaluronidase to slow the flow and ensure proper profusion. The patient reported almost immediate relief and reported much less pain and tension in the area, which were signs of improved tissue perfusion. Hcp advised patient to continue tadalafil, asa and cervep gel to relieve the hematoma. The next day, hcp reperformed the capillary refill test and there was adequate profusion. At this time, patient¿s sores had become purplish crusts and small pustules. Hcp treated with topical mupirocin 4/5 times a day and ciriax 500mg orally every 12 hours for 5 days, and continue with all previously prescribed medications (tadalafil, asa, cervep). The following day hcp decided to replace the mupirocin with cicaplast of laroche posay but the vesicules returned the following day so patient went back to using mupirocin and discontinue the cicaplast. The following day, the hematoma is resolving and sores had resolved. Patient to finish the antibiotic (ciriax) when the five days were over, and to discontinue asa and cervep, and continue only with mupirocin 4/5 times a day with use of sun protection constantly. Four days later, patient woke up with pustules and more redness in the skin area of the right side of the bozo. Patient was treated with cream with corticosteroid and antibiotics (we chose macril). The next day, slow capillary filling noted greater than 1-2 seconds so 1 cc of hyaluronidase was injected in the affected area and continue with all the medication and massages and warm cloths. Symptoms has not completely resolved.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.